Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02967. It was reported the patient's thoracic leads were not providing effective stimulation in his mid-back. It was determined both leads were fractured. The patient underwent surgical intervention where his thoracic leads were removed. The patient may consider re-implanting new leads for mid-back pain at a later date.